Event description:
Healthcare professional reported left side "contours", pain, capsular contracture baker grade iii, "waving lesion", "frightened about the possibility of the implants being associated with bia-alcl. Device remains implanted.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.